Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis and/or myocardial infarction occurred. The physician implanted an unknown size taxus express2 drug eluting stent in an unspecified location. An unknown amount of time later, the patient suffered a stent thrombosis and/or a myocardial infarction. Further information has been requested but has not been provided.